Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr reports patient, a status post right bipolar hip done on (B)(6) 2020 has had a posterior dislocation and requested to revise to a restoration modular with an mdm cup and liner. Dr carefully removed the bipolar component with a bone tamp, then proceeded to remove the accolade ii femoral component using the extraction device. Once removed he then proceeded to implant a new cup mdm liner and a restoration modular hip stem. Satisfied with the stability the surgical site was then closed. The surgery was performed without incident. No further information is available.